Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon in the temporary pacing electrode catheter was failed to inflate prior to use on the patient. It was stated that the procedure had been completed by using a new temporary pacing electrode. Per follow up information received via ibc on 03feb2022, stated that the customer could not see or find any defects in the catheter.

Event description:
It was reported that the balloon in the temporary pacing electrode catheter was failed to inflate prior to use on the patient. It was stated that the procedure had been completed by using a new temporary pacing electrode. Per follow up information received via ibc on (B)(6) 2022, stated that the customer could not see or find any defects in the catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. The device history record could not be reviewed as the event was unconfirmed. As the reported event was unconfirmed a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected